Manufacturer narrative:
The device was not returned to the MFR as of the date of this report and was reported to be held by the user facility. A supplemental report will be sent if the device is rec'd.

Event description:
It was reported that during a deip flap breast reconstructive surgery the "staples where [sic] ligating" vessels rather than creating hemostasis by clamping. The device was replaced and the pt did fine. The device never fired any clips successfully. There was not pt injury. The device was reported to be held by the user facility. (B)(4).